Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 11198964) was impeded in the distal end of the microcatheter (unspecified brand) and could no longer be advanced. The physician retracted the stent and observed that the stent component had become prematurely released in the microcatheter; the delivery wire of the stent was observed to be stretched. A new device was used to complete the procedure. There was no report of any complication or adverse outcome to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). Initial reporter email address was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11198964. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure targeting the c5 segment of the internal carotid artery, the stent component of the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6920548) was impeded in the distal end of an adaptive 0.027 inch plus microcatheter (unspecified brand) and could no longer be advanced. Adequate and continuous flush was maintained through the microcatheter. Another similar non-cerenovus device did go through the same microcatheter without difficulty. The physician retracted the stent and observed that the stent component had become prematurely released in the microcatheter; the delivery wire of the stent on the 4.5mm x 37mm enterprise® vrd was found to be kinked / bent. A new device was used with another microcatheter (non-cerenovus) was used to complete the procedure. There was nothing unusual was noted about the system prior to use. The reported event did not result in a clinically significant delay in the procedure. There was no report of any complication or adverse outcome to the patient. On 15-jul-2022, additional information was received. The information indicated that the procedure was targeting the c5 segment of the internal carotid artery. The correct lot number of the 4.5mm x 37mm enterprise® vrd is 6920548. An adaptive 0.027 inch plus microcatheter (unspecified brand) was used. Adequate and continuous flush was maintained through the microcatheter. Another similar non-cerenovus device did go through the same microcatheter without difficulty. The delivery wire of the stent on the 4.5mm x 37mm enterprise® vrd was found to be kinked / bent. Nothing unusual was noted about the system prior to use. The information indicated that another microcatheter (non-cerenovus) was used to complete the procedure. The reported event did not result in a clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. All the components were received in good condition. Further inspection was performed under a microscope. The delivery wire was inspected along its entire length. No damage was found. The stent was observed still inside the introducer. Functional test was conducted. A lab sample prowler select plus used; it was flushed using a lab sample syringe. After the sample microcatheter was flushed, the returned complaint device was introduced into the sample prowler select plus microcatheter and advanced; there was no resistance / friction felt. The stent component came out from the distal tip of the microcatheter. The reported issue documented in the complaint regarding an impeded condition in the microcatheter could not be confirmed because the returned 4.5mm x 37mm enterprise® vrd performed without any problem. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The appearance of the returned device does not suggest that it was subjected to excessive force to overcome the friction with the microcatheter. In addition, the delivery wire and the stent were found without damages, and the customer complaint regarding a premature deployment and delivery wire stretched was not able to be confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920548. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-jul-2022, which includes correction of the device lot number, facility name and address, and the initial reporter name. [Additional information]: on 15-jul-2022, additional information was received. The information indicated that the procedure was targeting the c5 segment of the internal carotid artery. The correct lot number of the 4.5mm x 37mm enterprise® vrd is 6920548. An adaptive 0.027 inch plus microcatheter (unspecified brand) was used. Adequate and continuous flush was maintained through the microcatheter. Another similar non-cerenovus device did go through the same microcatheter without difficulty. The delivery wire of the stent on the 4.5mm x 37mm enterprise® vrd was found to be kinked / bent. Nothing unusual was noted about the system prior to use. The information indicated that another microcatheter (non-cerenovus) was used to complete the procedure. The reported event did not result in a clinically significant delay in the procedure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920548. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. D.4: the lot number was corrected from 11198964 to 6920548. D.4: the expiration date was corrected from 12/28/2021 to 11/28/2023. E.1: initial reporter name has been corrected from (B)(6) to (B)(6). E.1: initial reporter facility name has been corrected from (B)(6) hospital to (B)(6) hospital. E.1: initial reporter address line 1 has been corrected from (B)(6). E.1: initial reporter address line 2 has been corrected from (B)(6). E.1: initial reporter postal code has been corrected from (B)(6) to (B)(6). E.3: initial reporter occupation has been corrected from other healthcare professional to physician. H.4: the device manufacture date was corrected from 1/9/2020 to 12/22/2021.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.